Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00910. This report is being submitted as additional information. Approximate age of device- 16 days. Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported event cannot be conclusively determined. It was reported that the patient was upgraded to 1a status on the transplant list due to a driveline infection they incurred in (B)(6) 2017 (cs-093390). The patient received a heart transplant on (B)(6) 2017. Multiple attempts for additional information were sent to the customer; however, none was provided. The device was not returned for evaluation. The hm ii lvas IFU lists infection as an adverse event that may be associated with the use of the hm ii lvas. The IFU, as well as the hm ii lvas patient handbook, provide information regarding how to prevent infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was transplanted on (B)(6) 2017. The patient had been upgraded on the transplant list to status 1a due to driveline infection on (B)(6) 2017. Additional information was requested, but not provided.